Manufacturer narrative:
Evaluation of the returned pod6 revealed that the device was unable to be advanced through the returned introducer sheath during testing due to ovalization, and the complaint was confirmed. The probable cause of the reported failure likely occurred due to mishandling. If the device is forcefully mishandled during use, damage such as ovalization may occur. This damage likely contributed to the reported pod6 being stuck inside the introducer sheath during the procedure. During functional testing, a demonstration pod6 was advanced through the returned introducer sheath and resistance was encountered due to the ovalization. The pusher assembly of the demonstration pod6 was stuck within the ovalized location. Further evaluation of the device revealed kinks and a fracture in the pusher assembly and a detached embolization coil. The fractured pusher assembly and kinks near the fractured location were likely due to the forceful advancement against resistance. The detached embolization coil was likely a result of the pusher assembly fracture. Additional kinks in the pusher assembly were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using a pod coil and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, while advancing a pod coil through its introducer sheath, the pod coil became stuck at the distal tip of its introducer sheath. Therefore, the pod coil was removed. The procedure was completed using a new pod coil, two pod packing coils (pod pcs) and the same microcatheter. There was no report of an adverse effect to the patient.